Event description:
Diasorin molecular llc received a complaint alleging false positive results on a no template control (ntc) sample with the simplexa covid-19 direct assay. The customer confirmed no alleged harm occurred. Issue is an ntc false positive (invalid result).

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a no template control (ntc) sample with the simplexa covid-19 direct assay. Run analysis of the simplexa results are as follows: run (B)(6) 2023 @ 1027: sample ID neg CT: invalid due to detection of s gene (29.7) orf1ab (30.3) in addition to the detection of the no template control (ntc), a sample in well 8 was detected [sample ID (B)(4): s gene (31.2) orf1ab (30.9)]. It is not known if this was a false positive result since the customer only alleged the ntc was falsely detected. Questions were sent to the customer on how the customer stores reagents and what transport media was used, but no response was given. The customer was contacted again on (B)(6) 2023 if they have had any other issues with false postiives or ntc failures since the initial event and no further occurrences have happened. The customer's device and suspected false positive ntc sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# 15498n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2023 with 14 ntc replicates with zero (0) occurrences of false positive in any of the targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause and the issue is considered unconfirmed at this time. This is the 1st complaint on mol4150 lot 15506n for suspected false positive results.